Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt's pump was exchanged due a severe systemic methicillin-resistant staphylococcus aureus (mrsa) infection she developed. It was also reported that the pump was sent to the manufacturer to be evaluated due to the fact that the pt was infected. The pt remains ongoing on the new lvad.